Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was discovered that the sagittal saw attachment device was not working properly. There was a 10 minute delay to the planned surgical procedure and a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearing sleeve and coupling sleeve connection were loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear and age. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.